Event description:
It was reported that the customer was unable to use the probe becuase the cutter locked up during sampling. The technician removed the probe and the biopsy was completed with another disposable biopsy device.